Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Prior to revision surgeon reported he believed there was impingement of the liner on the stem, and intra-operatively surgeon reported he believed he saw wear on the lip of the liner. The 36 -5 metal head and 10° f liner were revised to a ceramic head with -2.5 sleeve and 0° f liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. Prior to revision surgeon reported he believed there was impingement of the liner on the stem, and intra-operatively surgeon reported he believed he saw wear on the lip of the liner. The 36 -5 metal head and 10° f liner were revised to a ceramic head with -2.5 sleeve and 0° f liner.

Manufacturer narrative:
Upon further review, this report has been identified as a duplicate of MFR#: 0002249697-2022-00440. All further reporting will be provided under the MFR#: 0002249697-2022-00440.